Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had frozen display. The patient¿s blood glucose level was 90 mg/dl. Customer reported that the insulin pump was no longer working and new battery did not resolve the issue. The customer reported that the insulin pump got stuck on a screen. The customer was advised to revert to the back-up plan. The device is expected to be returned for analysis.